Event description:
The device was sent to stryker instruments for preventive maintenance. During testing by a service technician at the manufacturer facility, it was found that the threads were broken off on the universal handpiece. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During device evaluation, the reported event of the angle nut threads being broken off was confirmed. Based on the instructions for use a broken angle nut is known to be caused by overtorquing of the handpiece during tip installation. Per the instructions for use: do not over torque the ultrasonic tip during installation. Stop tightening immediately when you hear the click. Minimal effort should be required. Failure to comply may result in a loss of function. The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
Following device evaluation the device was requested to be returned unrepaired to the customer instead of scrapped.

Event description:
The device was sent to stryker instruments for preventive maintenance. During testing by a service technician at the manufacturer facility, it was found that the threads were broken off on the universal handpiece. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.